Manufacturer narrative:
Product event summary: analysis found leakage in the pc board which was replaced. The epg was out of specification, and this does relate to the event.

Event description:
It was reported that the external pulse generator (epg) shut down "automatically" when the battery box was opened. The epg was sent for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the external pulse generator (epg) shut down "automatically" when the battery box was opened. The epg was sent for repair. No patient complications have been reported as a result of this event.